Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial/batch: (B)(6).

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to magnetic resonance imaging (MRI) preferences for the implantable pulse generator (ipg) and migration and high impedances for the lead, replacement went as planned. The device will not return as devices were discarded per facility policy. The patient was doing well in post operatively. Electrocautery was used during the explant, but not after the new lead and ipg were implanted.